Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured until reaching at 6atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
A2: patient age at event: patient is older than 18-year-old. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from the inner shaft and coming out of the tip. The markerbands, blades and tip section of the device were visually examined, and no issues were noted. A visual examination of the inner lumen identified damage approximately 5mm proximal from the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured until reaching at 6atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2: patient age at event: patient is older than 18-year-old. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured until reaching at 6atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.